Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having too many calibrations and the insulin pump would not stay in automode. Blood glucose was 99 mg/dl and sensor glucose was 71. The customer changed the sensor and was then experiencing sensor reading discrepancies. The customer indicated that the insulin pump went into threshold suspend when the sensor was reading 49, but blood glucose value was 105 mg/dl. They were advised about insertion and calibration best practices. The sensor will be returned for analysis.